Event description:
It was reported that on (B)(6) 2023, a urethral stent was needed. When preparing the supplies, the nurse found that the bard inlay optima ureteral stent indicated the model of 786626, but the stent inside the package had a diameter (4.7f) different from that shown on the outer package. Due to the concern about the patient¿s safety, the stent was not used.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted 1 photo sample received with outer packaging in the background and stent in front. Outer packaging indicates size as 6 fr x 26 cm. Stent indicates size 4 fr x 26 cm. Therefore, product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be incorrect operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as it would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that on (B)(6) 2023, a urethral stent was needed. When preparing the supplies, the nurse found that the bard inlay optima ureteral stent indicated the model of 786626, but the stent inside the package had a diameter (4.7f) different from that shown on the outer package. Due to the concern about the patient¿s safety, the stent was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.